Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. The off no power alarm functions properly during testing. Device powered up properly after the battery was installed. Device was monitored for 3 days. No blank display, unexpected battery power loss anomaly, unexpected off no power alarm or unexpected low battery alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is december 15, 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 336 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was wearing the insulin pump during the hospitalization. The customer also received off no power and low battery alarm. The insulin pump will be returned for analysis.